Event description:
During the procedure the occlusion balloon deflated unexpectedly. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and placed the stent. The physician removed the stent delivery catheter and inserted the aspiration catheter and aspirated the vessel. The physician removed the aspiration catheter and deflated the occlusion balloon. The physician decided to treat another lesion and repositioned the occlusion balloon. The physician positioned the occlusion balloon and inflated to 4mm to occlude the vessel. The physician inserted a balloon catheter and inflated the balloon and performed balloon angioplasty. The physician noted on the fluoroscope that the occlusion balloon had deflated. The physician removed the occlusion balloon and exchanged it for another device to complete the case. The pt is fine.